Manufacturer narrative:
A service engineer (se) evaluated the device. It was reported that the issue could not be duplicated during the evaluation. The se confirmed that a 1104 error code (backup alarm failed) was recorded in the event log. The se performed a full performance verification test (pvt), and all testing passed. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code (1104). There was no patient involvement when the issue occurred. There was no patient or user harm reported. The remote service engineer (rse) recommended to replace the motor speaker. The rse also suggested that if the motor speaker is still good, the central processing unit (cpu) should be replaced. The customer followed up with philips and reported that the cpu was replaced. The customer did not specify if the issue was resolved. The investigation is ongoing.